Manufacturer narrative:
The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. Patient interface has been received by investigation site and failure analysis has been performed. Visual inspection of the applanation cone of the patient interface (pi) showed liquid remained and sidecut track on the applanation surface that indicated the pi was used to start the treatment. Functional testing of the pi with the femto laser showed that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried but no lack of suction or instable suction could be reproduced. During technical site visit, the field service engineer replaced the articulated arm. No deeper root cause analysis was possible. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical applications specialist reported that after the femtosecond laser portion of a lasik procedure was complete, the surgeon noticed under the scope that the bed was not cut completely. No error messages occurred while using the laser. The surgeon aborted the surgery and did not open the flap. The procedure was rescheduled for a later date.